Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on an unknown date due to pain and a non-union. No devices were returned for evaluation, however review of the provided photographic evidence confirmed the devices were intact and only exhibited wear expected from normal use and likely the hardware removal process as well. The device history records for the sk19 (MDR# 3011623994-2022-00015) and sk14 used in the case were reviewed and no issues were identified during the manufacture or release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what the patient experienced, based on the available information, the most likely cause of what was reported was non-union of the patient's bones possibly requiring a bone graft. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. No malfunctions have been alleged/found with any tmc hardware, nor were there any reported issues with placement of the devices. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a revision surgery on an unknown date due to pain and a non-union. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.